Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (will not display anything) has been confirmed. As received, the charger/modem would not power on. Upon evaluation, the power supply unit was defective. The cause of the inability to power on is the defective power supply unit. The root cause of the defective power supply unit cannot be positively identified. No adverse event resulted from the defective power supply. The pt was issued a replacement battery charger.

Event description:
A (B)(6) male pt contacted zoll customer support to report that the charger/modem would not display anything. The pt was issued a replacement charger.